Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent damage and not stent dislodgment, as was previously reported, occurred. The physician was pushing the synergy stent past an extremely calcified lesion, when the device was removed from the body, it was noticed that the stent unraveled and was damaged.

Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.25 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion but came off when attempted to be deploy. The procedure was successfully completed. No patient complications were reported and the patient's status was healthy and safe.